Event description:
It was reported that during the implant procedure, the atrial lead dislodged. During the repositioning attempt, it was not possible to retract the helix. As a result, the lead was not used and another lead was implanted. Additionally, it was not possible to seat the atrial lead in the device header, as the setscrew would not tighten down. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.